Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 he suffered a hypoglycemic episode and lost consciousness at 6:00 am due to an inaccuracy on his cgm. Patient was at the airport when it happened. At the time of the call, and prior to his hypoglycemic episode, patient reported that on (B)(6) 2013 he had taken acetaminophen due to a pinched nerve. Acetaminophen use is contraindicated while using the cgm. At the time of hypoglycemic episode, patient reported that his cgm was reading 120-125 mg/dl, he then lost consciousness, and was then treated by paramedics with a glucose IV. The paramedics tested the patient¿s blood glucose on a meter which indicated that the patient¿s glucose was 20 mg/dl. At the time of the call to dexcom technical support, the patient was in fine condition.